Event description:
It was reported that after md inserted sheath, he prepped the iab per instruction. As the tip of iab entered sheath, the membrane was noticed to be unwrapping. As a result, md did not insert iab. Another arrow iab was inserted with success. There were no patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.